Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Inspection showed corrosion and damage to spline traces. An electrical test was performed and the device failed the test. Several opens were identified on rows 7/8. Magnetic sensor resistance test showed both pairs were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that noise occurred on multiple electrodes. During an ablation procedure to treat atrial fibrillation in the left atrium, an intellamap orion was selected for mapping. During the procedure, there was noise on multiple electrodes, mostly 7-8. The procedure was completed with another of the same device and no patient complications occurred. Device analysis revealed corrosion across multiple splines.